Manufacturer narrative:
The device was received with cracked and bleeding lcd glass. Unable to verify button keypad unresponsive and no delivery alarm due to cracked and bleeding lcd glass. Unable to perform displacement test, unexpected restart error test, basic occlusion, occlusion test, prime test and excessive no delivery test due to cracked lcd glass. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, cracked lcd window, stained end cap sticker and stained address, serial number label.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a no delivery alarm. The customer¿s blood glucose was _unknown at the time of incident. Customer stated that the insulin pump buttons does not work and had a no delivery alarm during basal delivery. Customer reported that the insulin pump was exposed to a change in altitude and the no delivery alarm was resolved by a complete set change. Customer was unable to confirm if the time is advancing. Customer had a high blood glucose of almost 500 mg/dl and treated. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.